Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation at approx. 52 cm distal to the is-1 connector pin. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and a nearby lead should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The cuts in the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific was notified by the physician that this device was exhibiting electrogram noise. The rv and ra pacing impedance measurements have been stable and within range. The rv and ra pacing thresholds have been less than 1.0 volts. The noise was observed by the physician assistant when the patient was sitting down at the clinic. An x-ray of the pocket site showed that the terminal pins of both leads were beyond the device's connector block. Data from the patient's monitoring system was reviewed and showed stored atr and nsvt episodes with intermittent noise occurring simultaneously on both the ra and rv channels. There was no asystole greater than 2.0 seconds noted. It was noted that there was a slight drop in rv impedance in (B)(6) 2015 in addition to a large increase in ra intrinsic amplitude in (B)(6) for one measurement. The local representative reported intermittent electrogram noise during pocket manipulation. Impedance measurements were stable during this test. A possible device header issue is suspected. The patient did feel a little more fatigue than usual. It is not clear if this report is on the ra or rv lead. An explant date was provided, so this lead must have been explanted.